Event description:
It was reported the insulation has been compromised during surgery.

Manufacturer narrative:
The product was not returned for investigation as it was discarded. Therefore, reported failure mode could not be confirmed. The device history record of the reported lot was reviewed. There were no discrepancies observed that could contribute to this condition. Previous complaint history review revealed that the most probable root cause for similar cases is user related as the units are either: used as a tool for the mechanical displacement of tissue or bone (or another instrument), or use the probe as a prying or scrubbing tool, which may result in damage to the tip of the probe as well as the insulation surrounding the tip and/or, inserted or removed with excessive force through and obstructed passageway, which may also result in product damage. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported the insulation has been compromised during surgery.